Event description:
On (B)(6) 2010, it was initially reported that the pt was unable to adjust their device stimulation. The status lights were assessed, and the only light that would come on was in regards to the 9 volt battery. No beeps were noted. Two days later, it was reported that the pt lost all stimulation sensation. The device switch position was assessed. The pt had heard an audible beep, and seen an indicator light in regards to the device battery. Every button press would result in a visible 9 volt indicator light only. The pt was not hearing any beeps after further pressing buttons. A device communication error was suspected. On (B)(6) 2010, it was further reported that the pt met with a physician and a company representative. It was noted that the pt had surgery in (B)(6), in regards to resolving the pt's issue with their device system. The pt programmer was replaced, and the pt's device was successfully reprogrammed. The pt, however, was still having problems with their device system. The pt's final outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis of the pulse generator (model: 7425, sn # (B)(4)) revealed no significant anomalies. No output or telemetry was seen, and it was assumed that the device was at its normal end of life. It was noted that the #2 and #3 grommets had punch-out holes.